Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen® gts event described as "tube obstruction due to bleeding after implantation." Affected eye unknown. The device remains implanted.

Manufacturer narrative:
The event is not a serious injury.

Event description:
Additional information reported tube obstruction was noted during initial implantation. Surgery was completed with a back-up device and there was no eye injury.